Event description:
The user received a questionable testosterone result for one patient sample. The initial result was 4 ng/dl and was reported outside the laboratory. The physician called on (B)(6) 2012 to question the low result. The original aliquot of the sample was retested on (B)(6) 2012 giving a result of 295 ng/dl. The same aliquot was repeated again on (B)(6) 2012 with a result 288.3 ng/dl. A new aliquot from the sample was tested and the result was 295.7 ng/dl. The repeat result of 295 ng/dl was considered to be correct and reported. The patient was not adversely affected. The testosterone reagent lot number and expiration date were not provided. The field service representative found contamination in the flow path. He cleaned and decontaminated the sample and reagent flow path and performed a flow path cleaning. He stated all the controls were acceptable to the customer and the system was performing to specifications.

Manufacturer narrative:
The testosterone reagent lot number was 16850002 with an expiration date of 10/31/2013.